Manufacturer narrative:
(B) (4).

Event description:
During a refill procedure, the needle was taken in and out several times; the patient was punctured several times. The technicians refilling the pump were also wiggling the needle and reportedly pulling on the catheter. Following the refill, the patient had stabbing pains over the pump pocket that were getting worse by one week after the refill. The pump pocket looked pale and lumpy and the patient had a lump on her back. The physician thought the "patient may have a misconnect and catheter may be hanging out of her back". The patient saw another physician on (B) (6) 2010, and was give a "facet block". This physician felt that the lump on the patient's back was due to the facet block. On (B) (6) 2010, the patient reported that the catheter was disconnected from the pin connector and she had "drug and dye (from catheter dye study) leaking into her abdomen". The patient was having acute abdominal pain at the pump site. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.